Event description:
The lay user/patient contacted lifescan alleging that the reading on the lfs meter was lower than the reading taken on a non-lfs meter. On a non-lifescan meter, the patient obtained a reading of "180 mg/dl" and on the lfs meter; she obtained a reading of "132 mg/dl" which was performed within 10 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl, there by indicating a potential malfunction of the meter in terms of precision. At the time of troubleshooting, the customer service advocate verified that there was no trauma to the meter, correct testing technique used, and test strips in good condition. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.